Manufacturer narrative:
The device was returned for analysis. The reported material rupture was unable to be confirmed as the balloon inflated and held pressure. The reported delayed/difficult activation was not confirmed as the stent was implanted and not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture as no rupture was identified during return device analysis. Factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, the investigation was unable to determine a conclusive cause for the reported delayed/difficult activation; however, factors that may contribute to delayed/difficult activations include, but are not limited to, damage to the device, patient anatomical morphology, patient disease state, and inflation technique. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other xience alpine stent system referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the right coronary artery (rca). Two xience alpine stent systems were used. With each stent delivery system, the balloon was inflated and the stent was deployed. Each balloon lost pressure and deflated almost immediately. A balloon rupture was suspected in each device. The stent delivery systems were removed without resistance and the stents remained at the target lesion. Post dilatation was performed with each stent, as it could not be determined if the stents were fully apposed to the vessel wall. There was no clinically significant delay. No additional information was provided.